Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
1 reported false positive result (unknown analyte) for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer communicated the result was confirmed by alternate testing method (method not provided). The customer also communicated 2 additional patient events which are captured in seperate reports. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.